Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant air in line message. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported problem of 'constant air in line message' was confirmed in the event history log (ehl) review as 'air-in-line!' Messages, but not reproduced during evaluation observed and found that the ultrasonic sensor upper sensor reading was at 3000, and lower sensor reading was at 2900, both were within specification. Evaluation determined that the ultrasonic sensor calibration was required to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.